Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 700 mg/dl and insulin injections were administered to address the bg level. The contact indicated that the site had been a cause of the occlusions. However, as the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to confirm the cause of the occlusions. The customer reverted to using a back-up method to manage diabetes.